Event description:
It was reported that during a da vinci-assisted surgical procedure, master tool manipulators (mtm) were getting blocked involuntarily, as if the surgeon was removing their head from the high resolution stereo viewer (hrsv). The technical service engineer (tse) instructed the customer to power cycle the system. The surgeon decided to swap consoles, as they had a spare console in the surgical center. After swapping consoles, customer was able to complete the procedure robotically. The procedure was converted to another surgeon side console (ssc) and completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse calibrated the master tool manipulator (mtm) to resolve the issue. No part replacement was required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to uncalibrated mtm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system had functioned properly during the procedure prior to the issue. The system functionality was checked upon powering on the system. Troubleshooting was not performed prior to swapping surgeon side consoles (ssc). The probable root cause cannot be determined based on the information provided and field service engineer (fse) field evaluation. Fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.